Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 300mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).